Event description:
Patient presented for scheduled replacement of a leaking allergan lap-band. Our surgeon removed and replaced the lap-band and repaired a hiatal hernia during this procedure as well. Patient tolerated the procedure well.what was the original intended procedure?removal and replacement of the lap band.device #1is this a laboratory device or laboratory test?no.